Event description:
It was initially reported that parts of the physician's handheld screen were blurry and hard to read. The physician was asked to perform a hard reset, but he explained that it was not related to the hardware/software but a physical imperfection. There was no reported mishandling. A company representative went to the site and confirmed what the physician reported. She described the screen imperfections as blurry with dark spots. The handheld has been returned to the manufacturer for evaluation. Product analysis is planned but has not been completed.